Event description:
It has been reported that the AED did not pass self diagnostic check. There was no negative patient impact.

Manufacturer narrative:
Device returned for evaluation.

Manufacturer narrative:
Pr#: (B)(4). Product evaluation pending. Issue is being reported as alert coudl not be cleared by operator.

Event description:
It has been reported that the AED did not pass self diagnostic check.